Event description:
It was reported that one of the magic 3 catheters did not have any eyelets.

Manufacturer narrative:
The reported event was confirmed by CAPA association. The product was not used for patient diagnosis or treatment. The product was influenced by the reported failure. The device was returned for evaluation. A DHR review was not required because the investigation was confirmed by the CAPA association. A risk review and labeling review is not required because the investigation was confirmed by the CAPA association. Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event was confirmed. The root cause for this failure mode was unable to determine. It was unknown whether the device had met relevant specifications. The product was not used on the patient. It appears there was a relationship between the product and the reported failure. Per investigation the device history record review was not required. Per investigation a labeling review was not required. The device was not returned.

Event description:
It was reported that one of the magic 3 catheters did not have any eyelets.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that one of the magic 3 catheters did not have any eyelets.